Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with thick flaps in both eyes post refractive surgery. At one day post-operative examination, the patient was informed that flaps were dislodged. Patient reported pain and blurry vision. The doctor refloated both flaps and placed a bandage contact lens on each eye. The doctor feels the cause of the issues is due to the flaps being cut too thick by the laser. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
At the visit on site, the technical support reviewed the system performance with local field service engineer for three days prior to surgery and found no significant issues and system was within system specifications. The reported events could not be reproduced. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).